Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of random high results obtained on quality controls (qc) and one patient sample. The ccc specialist instructed the customer to replace and align reagent 1 probe (r1) tip and clean the sample drain, after which qc was within range. The cause of the discordant, falsely elevated mg result is attributed to a compromised r1 probe tip and a dirty sample drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated magnesium (mg) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg result.